Event description:
The customer reported excessive no delivery alarms from an insulin pump. The customer reported changing sites and infusion sets without resolving the alarms. During troubleshooting it was advised by the helpline that the alarms resulted from a reservoir/infusion set occlusion. The customer had discarded all the infusion sets and reservoirs; the helpline ordered replacements. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).